Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to user handling. It is likely the camera head image disappeared because the charge-coupled device (ccd) unit broke down due to unexpected stress on the part. The instruction for use (IFU) states the following guidelines: do not drop the do camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The suspect device was evaluated by olympus and it was determined an image was not present due to a faulty charge coupled device.

Event description:
Upon evaluation of a device returned to olympus for inspection, it was observed that no image was produced. There was no patient injury or harm, associated with the problem, reported to olympus.